Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was experiencing high blood glucose. The customer's blood glucose was 265 mg/dl at the time of the event. Customer stated they had treated their blood glucose with a bolus delivery. The customer also inquired about a auto off alarm they had received. Customer declined to troubleshoot for their high blood glucose. No additional information provided.